Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had wires are exposed where the light meets the cord. The issue was found during reprocessing of the device. There was no patient involvement.